Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient complained of having burning at ins site and wants it explanted. Pt has an appointment 4/4 to see dr (B)(6) to discuss removal. Office asked that rep called pt to troubleshoot stim. Patient reports problems with burning after she went to a ball park. She could not provide details. She told rep she quit using stim and has not charged in months. She refuses to charge at this time. Rep told patient they were unable to attempt to troubleshoot burning if it was not charged. She refused to charge. Says she just wants removed. Dr office is calling her back to discuss options.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that no diagnostics can be done as the battery is not charged, and the patient refuses to charge it. The patient is coming to an appointment the week of (B)(6) 2022 to discuss explant. The cause of the burning sensation is unknown. No actions have yet been taken at this time to resolve the issue. The health care professional was in contact with the patient to encourage her to charge the device so that they could try and troubleshoot, but she refused.